Event description:
It was reported that during start up of the navio before a tka procedure, the surgeon received an error saying: "an error occurred during initialization: pfs control hardware failure. (Errcode = 40000000000)". He tried several reboots, with the system plugged in and unplugged to receive the same error. The procedure was changed to manual procedure. No patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: the navio surgical system (us), product npfs02000, sn (B)(6) used in treatment was not made available to the designated complaint unit for evaluation, however a photo of the error code was provided. A relationship between the reported event and the device was confirmed. Pfs control hardware failure-error code 40000000000 was displayed on the screen. Functional testing could not be performed because the device was not returned for investigation. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. This failure mode is identified in the risk profile. The navio surgical technique guide (500197) provides instructions on how to revert to a manual case from a system failure and there is a label warning to have a sterile manual tray available. The most likely cause of this event is a handpiece electrical component or siu failure. Per complaint details from the united states, it was reported that during the start up of the navio before a tka procedure, they received an error saying "an error occurred during initialization: ¿pfs control hardware failure (error code - 40000000000)". The surgeon tried several reboots however received the same error. Based on the information provided, the procedure was changed to manual instrumentation. No patient injury or other complications were reported and the patient was not in the room when this error was encountered. Smith & nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received the complaint can be reopened. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.